Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a successfully completed pfa procedure, the patient experienced groin site bleeding and hypotension that required administration of IV fluids. Following the procedure, the femostop was removed with no sign of bleeding from the right groin at the fishermans knot site. The patient complained of feeling uncomfortable in the lower back followed by feeling warm and wet down the legs after moving the left leg. No active bleeding was seen from the groin site but a large amount of blood was seen on the bed. Manual pressure was applied to the right groin site. The patient then experienced episodes of hypotension, blood pressure dropped to 79/50. IV fluids were administered and the patient stabilized. There were no performance issues with the introducer.